Event description:
The customer reported that the ortho provue misread a sample barcode ID number. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
An ocd field engineer visited the customer site and adjusted the sample camera for alignment and sensitivity. The reader camera for alignment and sensitivity. The reader camera was also adjusted and the associated cables were replaced. The fe verified instrument operations by testing the same sample barcodes in question on the provue. The analyzer was able to read the barcodes as expected with no errors. Qc passed. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this instrument since this incident. Incident is isolated. (B)(4).